Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant to close a post-infarct ventricular septal defect with an inferior wall pseudoaneurysm. The occluder was successfully implanted to close the defect. There were no complications during the procedure. Post procedure, the patient experienced cardiac tamponade, hypoxia, and cardiac arrest. The patient died on (B)(6) 2024.

Manufacturer narrative:
H6 - adverse event problem: health effect - clinical code: removed code 4580 insufficient information. Added code 3271 pericardial effusion, 2226 cardiac tamponade, 1918 hypoxia, 1762 cardiac arrest. An event of pericardial effusion with cardiac tamponade, hypoxia, cardiac arrest and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. It was noted that device did not caused the pericardial effusion. Also indicated that the cause of death was believed to be related to the patient's co-morbidities. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: the patient died due to the acute pericardial effusion which most likely was related to the implant procedure considering the event occurred post-procedure. There is no mention how the left ventricular pseudo-aneurysm was managed, but it might be possible that the left ventricular pseudo-aneurysm ruptured post implant due to instrumentation at the time of the procedure and resulted in the pericardial effusion and cardiac arrest.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant to close a post-infarct ventricular septal defect with an inferior wall pseudoaneurysm. The occluder was successfully implanted to close the defect using a non-abbott delivery sheath. There was no difficulty implanting the device, and one delivery sheath exchange was performed. There were no complications during the procedure. Post procedure, the patient experienced pericardial effusion with cardiac tamponade, hypoxia, and cardiac arrest. The patient died on (B)(6) 2024 due to cardiac arrest. The physician did not believe that the device caused the pericardial effusion. The cause of death was believed to be related to the patient's co-morbidities.